Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received no motor movement or negligible movement and retries to free a stuck motor failed. The customer¿s blood glucose level was 70 mg/dl. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was not able to complete insulin pump rewind. Customer troubleshoot was performed. Customer was advised to that the insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant pump error 38 during rewind. During visual inspection, motor, electronics stack, home switch and force sensor was corroded. Unable to perform self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due constant no motor movement.